Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report# 1627487-2017-08222, reference MFR report# 3008829311-2017-01061, reference MFR report# 3008829311-2017-01065. It was reported that the patient had infection. As a result, the drg system was explanted.

Event description:
Device 4 of 4. Reference MFR report#s: 1627487-2017-08222; 3008829311-2017-01061; 3008829311-2017-01065. Additional information received that entire drg system was re-implanted on (B)(6) 2018. Effective therapy was restored post-operatively. Reportedly, patient is doing well.

Event description:
Device 4 of 4: reference MFR report#1627487-2017-08222. Reference MFR report#3008829311-2017-01061. Additional information received that before the explant he lead site was abnormal and the patient did not feel well.